Event description:
The pt reported that the "up" arrow button was intermittently responding on the keypad. The "up" arrow button did not spring back, but would not click back normally compared to the other buttons. The reporter denies that the keypad was exposed to moisture.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be drawn at this time.